Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows partial view of a catheter having blood residue throughout. The catheter was completely separated into two fragments with one still attached to the port body and other part of the catheter is noted to be missing. The investigation is confirmed for the reported fracture, material separation, suction issue and difficult to flush. However, the investigation is inconclusive for the reported migration issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using power port MRI isp. Post the procedure the catheter was allegedly encountered inability to aspirate or inject. It was further reported that chest x-ray revealed catheter fracture. The device was removed by interventional radiology. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using power port MRI isp. Post the procedure the catheter was allegedly encountered inability to aspirate or inject. It was further reported that chest x-ray revealed catheter fracture. The device was removed by interventional radiology. The current status of the patient was unknown.